Event description:
Clinician reported that the device was 'shooting up' during electrotherapy treatment. The patient was being treated in the area of the ankle. The clinician prescribed the interferential waveform set to 40% duty cycle and unknown intensity. During the treatment, the clinician noted that the device output began to self-increment by .2 from the original intensity setting up to an intensity of 5. The clinician then noted that after the device reached the intensity of 5, the device continued to self-increment by .5. The clinician terminated the treatment. The patient did receive a burn in the area of the treatment. The clinician administered aid for the burn. The patient did consult with this physician. The physician prescribed a burn medication. The patient is expected to recovery from the event.